Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil could not be withdrawn from the catheter. A 15mm x 40cm interlock-35 was selected for abdominal aortic aneurysm procedure. During the embolization of the internal iliac artery, the 5f non-bsc catheter was used. However, when the coil was deployed, it was noted the position was not good due to severe tortuosity, and it could not be withdrawn. The coil was removed together with the catheter and the procedure was completed with another of the same device. No complications reported and the patient was stable post-procedure. However, device analysis revealed a detached zap tip.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection was performed, and it was revealed that the main coil was bent and stretched at all primary coil and zap tip section, moreover the zap tip was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.